Manufacturer narrative:
A ge svc rep performed an onsite investigation. The contacts on the filament and gib circuit were leaned and adjusted. The sys was then found to be operating as intended.

Event description:
The customer reported a communication failure error message and the x-ray function was disabled as a result. There is no report of pt injury.